Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause cannot be determined. The lot information was unavailable; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3/5. The technical service representative (tsr) had the patient cycle power to clear the error and explained that a large amount of air had entered into the disposable set. Hp did not see any obvious cause of alarm but the supply bag was sucked dry. The hp will contact the nurse (rn) regarding the alarm and being connected. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported. Product surveillance spoke with the rn on (B)(6) 2010 regarding the reported problem. The rn was very short and would only provide the following information: "the patient called me. She left the patient line clamp open. We did not give her anything because she ended therapy, threw away the setup then started over with new supplies. The patient has been fine since." No other information available.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.